Event description:
A angio-seal device was used to seal the arteriotomy site post percutaneous procedure. The next day, at home, the pt's experienced nausea and after calling the physician, stayed in bed. The next day, feeling no better, the pt went to the emergency room (ER) where an ultrasound revealed a hematoma at the puncture site. The pt was discharged. Two days later, the pain continuing, the pt returned to the ER and was given a shot and sent home. Three days later the pt saw the doctor and was admitted to the hosp. Another ultrasound and cat scan was performed. The physician allegedly stated the femoral nerve was damaged and it would take 4-6 weeks to heal. The pt allegedly continues to have pain and walks with a limp. The physician was in the process of certification and a sjm rep was present.